Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height was reported as 5 feet 1 inch. This report is for one (1) unknown 7.3mm cannulated, 32mm thread (90mm) screw. Device was not implanted or explanted during the procedure. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of a 7.3mm cannulated, 32mm thread (90mm) screw unraveled during insertion into very hard, sclerotic bone on (B)(6) 2015. The screw backed out by itself and came out of the bone. No additional information is available at this time. This report is for one (1) unknown 7.3mm cannulated, 32mm thread (90mm) screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned screw (part 209.890 / lot unknown) was received with the distal threaded tip damaged. The most distal thread pitch has begun to unravel. Per the complaint description, the threads unraveled upon entering a very hard sclerotic bone. No device history record review could be performed for the returned screw as no lot was provided in the complaint and the lot does not exist etched on the screw. The returned screw (part 209.890) is routinely used in the cannulated screws 6.5/7.3 system per technique guide. The screw used is intended for fracture fixation of large bones and large bone fragments. The tabulated screw drawing was reviewed during this evaluation. The screw is manufactured from 316l stainless steel, which is an appropriate material for an implantable screw. The screw cannulation is necessary to aid in precise screw placement over a guide wire. The screw tip is self-drilling; however, a note exists in the technique guide that indicates that in very dense bone it may be helpful to predrill the cortex with a 5.0mm drill bit. The screw design is adequate for its intended use and did not contribute to this complaint. This complaint is confirmed and whether this complaint can be replicated is not applicable as the screw tip is damaged. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.